Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture at the electronic or motor assemblies noted during visual inspection. The device was received with cracked case at display window corners and reservoir tube, minor scratched lcd window, broken reservoir tube lip, and no blank display anomaly noted.

Event description:
It was reported that the customer had a button error alarm and a blank display on the insulin pump. Customer's current blood glucose level was 249 mg/dl this morning before the event. Customer stated that she was playing tennis before the alarm occurred. Insulin pump will need to be replaced. No additional info provided.